Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the event date was estimated as 2.4 years after implant and the complaint was reported in (B)(6) 2022. No further clarification was received via follow up.

Event description:
It was reported that there was a gap in the closure device and a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 2.4 years post implant, the patient reported to the hospital with symptoms of tia. A transesophageal echocardiography (tee) was performed, and a 6mm atrial septal defect (asd) and 5mm leak around the closure device was noted. The patient is scheduled to have an asd closure as well as future plug of the closure device leak on (B)(6) 2022, and is expected to fully recover.

Event description:
It was reported that there was a gap in the closure device and a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 2.4 years post implant, the patient reported to the hospital with symptoms of tia. A transesophageal echocardiography (tee) was performed, and a 6mm atrial septal defect (asd) and 5mm leak around the closure device was noted. The patient is scheduled to have an asd closure as well as future plug of the closure device leak on (B)(6) 2022, and is expected to fully recover. It was further reported that the patient had a cryoablation 2 weeks prior to the watchman laa closure procedure. A 30mm watchman laa closure device was implanted during the procedure. The leak at eight hundred sixty eight days measured at 2-3mm and the atrial septal defect measured 6mm. Eight hundred sixty eight days post procedure, the leak and atrial septal defect were each plugged with different closure plugs.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2022 as the event date was estimated as 2.4 years after implant and the complaint was reported in (B)(6) 2022. No further clarification was received via follow up.